Manufacturer narrative:
Siemens was first made aware of this event on oct. 03, 2016 although no data was provided by the customer. Data was received on nov. 09, 2016. The cause for this event is unknown.

Event description:
The customer reported discrepant sodium results between two different rp 500s at the same site. There was no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.